Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer received a low reservoir alarm when there was still insulin remaining in their reservoir. The customer believed their insulin pump was not accurate as there was two days of insulin remaining in their reservoir. Customer's blood glucose was 144 mg/dl at the time of the call. Troubleshooting found the customer had 136.6 units of insulin remaining and their insulin pump was not alarming no reservoir. The customer was assisted with reading their insulin pump's screen. No additional information provided.